Event description:
It was reported that the administration port of an intravia 250 ml bag was "nearly impossible" to disconnect from a non-baxter set. This occurred after patient infusion of fentanyl (compounded, non-baxter solution) using a non-baxter pump; however, the patient reportedly ¿experienced a delay in treatment/medication delivery because they needed to set up a new infusion set prior to continuing treatment with a new bag.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) - approximate date of event is sometime since the summer of 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.